Event description:
It was reported that the pump exhibited an air in line issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "air in line issue¿ was confirmed through pump power-up test, occlusion test and air detector test. The probable cause was defective air detector. Replaced air detector. Further investigation found the downstream occlusion (dso) seal delaminated, dso sensor defective, battery compartment damaged, and battery door missing. Replaced dso seal, dso sensor, battery compartment, and battery door. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.